Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unknown surgical procedure, it was observed that the vapr tripolar 90 suction elect device clogged after some minutes and the suction did not work. It was reported that it worked well with a new device with the same settings. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that it is in a normal used condition, no anomalies were noted. To test its functionality the device was connected to a test generator, ablation and coagulation function worked as intended, device will be sent to the suction test. The supplier performed an evaluation with the following results: the tip is in an used condition, tissue debris was found in the active tip. Handle, cable and plug assemblies were in good condition. Saline residue in the suction tube. The device passed all electrical checks, however the device failed functional check for flow rate before and after activation. From our internal investigation performed on the returned complaint device, we were able to confirm the customer reported event that the electrode suction was clogged and did not work any longer. The device was found to fail flow specifications both prior to and after activation due to a build-up of tissue debris at the distal end of the electrode which could not be cleared during testing at atl UK. The investigation shows the blockage experienced by the end user is confirmed and can be attributed by procedural tissue debris. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. The suction failure mode has been reviewed against the systems risk assessment document, the highest identified risk for failure modes that are equivalent to the complaint failure mode is loss or deterioration of function - reduced/blocked irrigant flow. Risk matrix line 1000 applies. Resulting in reduced visibility & increased procedure time - patient under anaesthetic extended period of time. The severity risk category is 'minor'- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 10 are stated, which is 'minor' and frequent' and rated as as low as reasonably achievable (alra). . No issues (ncrs or deviations) with the manufacturing process have been identified. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings can be traced to procedural variables such has handling of the device or product interaction during procedure; procedural debris caused a blockage, therefore suction failed. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device lot number (u2501005), and no non-conformance was identified.